Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, just after implant, the implantable cardiac monitor (icm) was unable to be interrogated. It was also reported that, four days after implant, that the end of service (eos) indicator was activated on the icm. The icm was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported failure of no telemetry was due to a depleted battery. However, the cause of depleted battery was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated multiple power on resets occurred. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.